Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the reporter stated the user experienced hypoglycemia with blood glucose (bg) of 53 mg/dl during a supply change. The user treated with orange juice and continued insulin pump therapy. The user was not hospitalized and bg returned to range.